Event description:
It was reported that a patient underwent a bone spur removal procedure on (B) (6) 2010 and sutures were used internally. The patient returned to the surgeon two weeks post-operatively for removal of unk outer sutures and skin strips and bandaids were applied. On (B) (6) 2010, the bandaids were removed and the wound was moist looking and the incision began to open. The surgeon cleaned it with a betadine and covered it with gauze dressing. On (B) (6) 2010, the wound was more open and a culture was taken of the site. The surgeon cleaned the wound with peroxide and bactroban, loose gauze and prescribed keflex. The culture result was bacteria called stenotrophomonas multiphilia and the surgeon changed the medication to bactrim. The patient then had a "severe reaction" to the bactrim. On (B) (6) 2010, the surgeon debrided the wound and ordered vinegar soaks three times a day (solution 20:1 per consumer) and cetyl ointment. That night the developed a rash and on (B) (6) 2010 her toe was pulsating and the wound was swollen and gaping open.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.